Event description:
The technician alleged the side rail was not latching. No patient impact.

Manufacturer narrative:
The technician found the side rail mounting bracket was loose and bent. The technician replaced the side rail mounting bracket to resolve the issue.